Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump but the pump malfunction code was not resettable. Customer¿s blood glucose level was not provided.the customer reverted to an alternate pump for insulin therapy.